Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead in segments returned and analyzed.

Event description:
It was reported that there was oversensing, low impedance, and a possible lead integrity issue. The atrial lead was returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.